Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The ventilator engine was replaced. No report of patient involvement. The unique identifier is (B)(4). Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a preoperative checkout, airway pressure was noted to be higher than expected. There was no report of patient involvement.